Manufacturer narrative:
Additional information: h3, h4, h6. H4: the lot was manufactured november 19, 2019 to november 20, 2019. H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed, which showed fluid contained inside the device housing. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an english-chinese infusor lv (large volume) had fluid leakage inside the housing. This issue was discovered prior to patient use. The device was filled with 5-fluorouracil. There was no patient involvement. No additional information is available..